Manufacturer narrative:
As received, the device did not communicate. The cause of the no communication was revealed to be due to premature battery depletion. Furthermore, premature battery depletion was confirmed by analysis. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, it is probable that the premature battery depletion was caused by a li cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found marginal high current, but was not high enough to cause the battery depletion. High current was lost during analysis, so the cause is undetermined.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.